Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Weight is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17185. It was reported that the patient experienced weakness and numbness in the right leg after a trial lead implant procedure that took place on (B)(6) 2022. As a result, the lead was explanted. The patient symptoms have resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.